Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 550:320:658:0000 occurred. There was no reported patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.63.92, categorized as p1.5.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause was a defective speaker harness. The speaker harness has been replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.